Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received the device could not be interrogated. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The device was cut open and electrical testing revealed high current drain from the radio frequency (rf) communication module. An anomalous capacitor in the module was found to be the cause of the high current drain and premature battery depletion.